Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted. (B)(4).

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached and was implanted in the patient with approximately 2cm not positioned at the desired site. No patient injury reported.